Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2013, a nail reduction tool was used to reduce a fracture in a tibial shaft. It was inserted down the canal past the fracture site, and the synream guide wire was introduced. When removing the reduction tool, the t-handle broke off from the shaft leaving the shaft down the tibial canal. Mole grips were attached to the remaining shaft and used the hammer to back strike against to retrieve the shaft from the canal. The procedure was delayed 40 minutes. T-handle broke off the instrument. Broken instrument was retrieved and standard tibial nail procedure was followed. There is no instrument left in the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.